Event description:
It was reported that on an unknown date, the screwdriver shaft jammed into the wrong handle to cover case. It is now stuck and won't come out. There were no patient consequences. This report is for one (1) handle with mini quick coupling. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: b3: only event year is known. E3: reporter is a j&j sales representative. H3, h4, h6: part # 311.01.98 synthes lot # 4205304 supplier lot # 4205304 release to warehouse date: dec-07-2000 manufactured by: synthes brandywine no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Service and repair evaluation: the customer reported on an unknown date, the screwdriver shaft jammed into the wrong handle to cover case. It is now stuck and won't come out. The repair technician reported that attachment stuck in driver, and device was scratch. Cosmetic test was also failed. The cause of the issue is faulty parts. The item was repaired per the inspection sheet, passed synthes final inspection on 25-jun-2024 and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.